Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During use, fluid leakage occurred at the catheter connection point. A complaint response letter is required, along with a complaint receipt confirmation. The defective product cannot be returned. Video evidence is available.

Manufacturer narrative:
A device history record review was completed for provided material number 381137 and lot number 4291125. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, it was observed that between the catheter and adapter junction there is a bubble of fluid, confirming leakage in the region. Although no issues were detected during the production process, it is probable that the leakage resulted from a misalignment at the metal wedge/adapter crimping station. However, a detailed analysis of the physical sample would be required for confirmation. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.